Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/31/2014 with the following findings: there was an unconfirmed replace cartridge alarm observed in the black box history. The unconfirmed alarm discharged the battery resulting in a power loss. There was no damage to the battery compartment and the cap was not returned. A new test battery cap was able to fully tighten to the pump. The pump was exercised for 24 hours with no power interruptions duplicated. There was no evidence of internal moisture damage to the power circuit when the pump cover was removed.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had experienced intermittent power without user intervention. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.